Event description:
A therapeutic radio frequency ablation (rfa) was performed on a pt using the leveen superslim needle electrode. During insertion of the device, the insulation peeled off the electrode when it was advanced to the needle guide. The device was then removed from the pt and another device was obtained and the procedure was successfully completed. No sequellae was identified by the complainant as a result of the reported problem.